Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to device being damaged. Additionally, it was found that the device's upstream occlusion(uso) seal was buckled. The uso seal was replaced.

Event description:
The device was returned for the remote jack was faulty. During physical inspection, it was found that there was a buckling upstream occlusion (uso) seal.